Event description:
The initial reporter alleged frequently reactive hbsag g2 elecsys cobas e 100 results for serum samples tested on the cobas 6000 e601 module, while plasma samples from donor bags were non-reactive. The allegation involved six donor samples, with results close to the cut-off. Testing of the same patient sample (B)(6) using different tubes yielded the following results on the cobas 6000 e601 module: 2.16 coi (reactive) with a red cap tube, 1.48 coi (reactive) with a red cap tube after ultracentrifugation, 0.381 coi (non-reactive) with a yellow cap tube, 0.456 coi (non-reactive) with a yellow cap tube rerun, 1.76 coi (reactive) with a red cap tube after ultracentrifugation, 0.327 coi (non-reactive) with a yellow cap tube after ultracentrifugation, and 0.406 coi (non-reactive) with a plasma sample from a donor bag. Further testing of six samples on the cobas 6000 e601 module yielded the following results: 1.18 coi (reactive) for sample (B)(6)*** rojo, 0.462 coi (non-reactive) for sample (B)(6)*** plasma, 0.377 coi (non-reactive) for sample (B)(6)*** dorado, 0.938 coi (borderline) for sample (B)(6)*** rojo, 0.417 coi (non-reactive) for sample (B)(6)*** plasma, and 0.367 coi (non-reactive) for sample (B)(6)*** dorado. Testing with the hbsag confirmatory assay yielded non-reactive results for all samples, including the two initially reactive or borderline samples marked as 'rojo.'

Manufacturer narrative:
The reported event occurred on a cobas 6000 e 601 module analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications, and no general reagent issue was identified. Customer results were reproducible during the investigation. However, the hbsag confirmatory assay did not confirm the initial reactive or borderline results for the two samples marked as ' (B)(6),' and all samples were ultimately measured as non-reactive. The root cause was attributed to a potential interference originating from the primary tube used for sample collection. The device remained in operation at the customer site.